Event description:
A (B)(6) male needed a iabp catheter as an elective cv support until the patient had a CABG the following day. All three iab catheters were inserted and acted the same way upon insertion. The catheters would began to deflate on the distal portion of the catheter and would lose all inflation. Three attempts were made w/three different catheters and they all did the same thing. The datascope pumps were analyzed and found without defect. The catheters themselves were only suspect to have some type of defect. Photos were taken and sent back to the manufacturer. The physician opted to not do the catheter and felt like the pt. Was stable enough to not have the catheter after all and the CABG was done the following day without incident.